Event description:
It was reported that the patient¿s wires were ¿burning¿ them. It was noted that the patient talked to their health care provider but they did not work with the stimulation system. The patient¿s therapy was working well for them for a year and a half. It was noted that the wires were implanted in the patient¿s head and for about 3 months they had been burning and bothering them. The patient¿s implantable neurostimulator (ins) was implanted in their lower back and the wires were tunneled down the lower back. The night prior to the report the ¿ins and wires were burning where the connectors are¿ and the patient could not sit back, it was more tolerable to control the burning around the neck. Around the battery it did not look like there was an infection and it was not red. The patient felt like the wires were twisting and it was uncomfortable. The patient was feeling stimulation on one side and the other side lead had migrated about 6-7 months prior to the report. It was noted that the patient was sleep walking in the summer or fall of 2013 and they fell and hit their head on a bathroom cabinet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).